Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4)

Event description:
It was reported by the consumer the patient programmer (pp) was cracked inside. The pp was not damaged from the outside but cracked inside and therefore, was not able to adjust stimulation. The pp would not do telemetry with or without the antenna. There was a return of pain. The therapy stopped controlling the pain. It was noted that it was a gradual change but also "pretty much sudden too". It was noted that the pp stopped working and the pain returned in (B)(6) 2015 (approximately three months prior to this report). The indication for use was noted as "other pain indications - other". The consumer was getting a therapy screen. No interventions or outcome was reported regarding this event. Follow-up is being conducted to determine this information. If additional information is received, a follow-up report will be sent.